Event description:
Additional information received corrected that the pump was used to deliver an unknown drug and the reporter did not report that ¿likely the sc connect was not on properly at implant.¿

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8835, serial# (B)(4), product type programmer, patient product ID 8709sc, serial# (B)(4), implanted: 2012-(B)(6), product type catheter. (B)(4).

Event description:
It was reported that the patient never had therapeutic effect since implant. After first refill in (B)(6), they were expecting much less and got back 39+mls. On the day of report they were going to revise. It was noted that they disconnected the catheter from the pump and good cerebral spinal fluid (csf) backflow appeared. It was noted that the pump logs were checked and were normal. It was indicated that likely the sc connector was not on properly at implant. It was planned that they would reconnect and aspirate from the catheter access port (cap) to ensure good csf backflow before closing. The drug delivered via pump was fentanyl. Additional information had been requested, but was not available as of the date of this report.